Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not be deployed.

Event description:
It was reported to boston scientific that a resolution 360 clip was used during a procedure on (B)(6) 2025. During the procedure, the doctor reported that the clip did not deploy properly. The procedure was completed. There were no further patient complications reported as a result of this event.

Manufacturer narrative:
Block h2: additional information: block b5 (describe event or problem) and block e1 (initial reporter address), e1 (initial reporter address), (initial reporter city), (initial reporter state), (initial reporter zip code) have been updated based on the additional information received on may 6, 2025. Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter.

Event description:
It was reported to boston scientific that a resolution 360 clip was used during a procedure on (B)(6) 2025. During the procedure, the doctor reported that the clip did not deploy properly. The procedure was completed. There were no further patient complications reported as a result of this event. Additional information received on may 6, 2025 it was reported to boston scientific that a resolution 360 clip was used in the colon during a colonoscopy procedure on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto the tissue, the clip was able to be removed by maneuvering. The procedure was completed with this device.

Event description:
It was reported to boston scientific that a resolution 360 clip was used during a procedure on (B)(6) 2025. During the procedure, the doctor reported that the clip did not deploy properly. The procedure was completed. There were no further patient complications reported as a result of this event. Additional information received on (B)(6) 2025 it was reported to boston scientific that a resolution 360 clip was used in the colon during a colonoscopy procedure on (B)(6) 2025. During the procedure, the clip was able to grasp and lock onto the tissue, the clip was able to be removed by maneuvering. The procedure was completed with this device.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from the catheter. Block h11: investigation result a resolution 360 clip was received for analysis. Visual and microscopic inspection of the returned device revealed that the clip was received with the clip assembly attached and with evidence of full deployment. No other problems were noted. The reported event of clip unable to release from catheter was not confirmed. Investigation found that the clip assembly was able to perform a full deployment without any issues. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.